Manufacturer narrative:
(B)(4). Evaluation summary: the bravo recorder was returned for evaluation and investigated. The bravo recorder was calibrated and transmission test were successful. A test was performed of a 24 hour study and the study was downloaded successfully. The recorder physical examination concluded that the recorder is functionally properly without any problems. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, a bravo recorder failed with error code 004. The study could not be started after the capsule was placed in the patient. There was no harm to the patient or user; a repeat procedure will be necessary. No other known adverse events were reported.